Manufacturer narrative:
Concomitant medical products: product ID: 377745, lot#: v013632, implanted: (B)(6) 2006, product type: lead, product ID: 377760, lot#: uk6154566, implanted: (B)(6) 2007, product type: lead, product ID: 97715, serial#: (B)(4), product type: implantable neurostimulator. Other relevant device(s) are: product ID: 377745, serial/lot #: (B)(4), ubd: 13-oct-2010, UDI#: (B)(4); product ID: 377760, serial/lot #: (B)(4), ubd: 13-oct-2010. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was scheduled for routine replacement of two neurostimulator systems due to eri. One of her existing systems have leads extending into the head/occipital area. Patient had known high impedances on 37745/60 leads on contacts 1, 2, 9, and 12. There was previous discussion of possible lead revision, but due to risks, the patient reports that her neurosurgeon opted not to revise leads. She had adequate programming that avoided use of the affected contacts. During replacement of the occipital generator, the physician was given a 97715. Connections were tested and were all good. Cs proceeded to check impedances and noted ¿short/avoid¿ on contacts 1, 2, 4, 5, and 9. After procedure was completed, the patient was taken to pacu. During post-op programming, the cs programmed the device avoiding use of each of the affected contacts. The patient was able to feel stim perception on the left side, but nothing on the right despite multiple programming attempts. Cs advised patient that if she is unable to get relief on the right side, she will need to again follow up with her neurosurgeon to discuss possible lead revision/replacement. She verbalized understanding. Issue resolved. Additional information from the rep indicated that the cause of the impedance issue is unknown. Impedances are still an issue for the patient at this time. The connections to the battery are perfect. The patient¿s right side of head/neck are not able to get any paresthesia. Patient not willing to have a lead revision at this time.